Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during pre-operative planning, a discrepancy in the acpc distance was noticed. It was impossible to center on anterior commissure after clicking ¿ac" button and to center on midway point between ac and pc after clicking ¿/2" button. This discrepancy did not appear to affect acpc-adjusted views. No patient was involved in this event. This event has a potential for serious injury.

Event description:
It was reported that during pre-operative planning, a discrepancy in the acpc distance was noticed. It was impossible to center on anterior commissure after clicking ¿ac" button and to center on midway point between ac and pc after clicking ¿/2" button. This discrepancy did not appear to affect acpc-adjusted views. No patient was involved in this event. This event has a potential for serious injury.

Manufacturer narrative:
It was reported that during pre-operative planning, it was noticed that the wrong acpc coordinates were given by the software. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the acpc distance and the associated scale are not updated after the cancellation of ac coordinates. The event described is confirmed, a design defect was recorded. Requirement to escalate the design defect is performed as part of design defect management process.